Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a specific cause could not conclusively be determined through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). The submitted log files contained approximately 13 hours of data on (B)(6) 2021, approximately 1 hour of data on (B)(6) 2021, and approximately 16 hours of data overnight between (B)(6) 2021 to 2(B)(6) 2021. All of the submitted log files captured numerous low flow alarms. The majority of the low flow events captured within the submitted log files were associated with estimated flows captured at 2.4 lpm. The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. (B)(6) was returned with the driveline severed approximately 8¿ from the pump housing, and the distal portion was not returned. The sealed inflow conduit (inlet extension, flex section and inlet elbow) were returned attached to the pump¿s inlet port. The sealed outflow conduit (outlet elbow, outflow graft, and outflow graft bend relief) was returned attached to the outlet port. The bend relief collar was returned secured over the sealed outflow graft bend relief hardware. The outflow graft and outflow graft bend relief were both cut approximately 2 inches from the outflow graft attachment. The bend relief was cut lengthwise along the returned portion and the outflow graft was pulled through the opening of the bend relief. The outflow elbow was returned attached to the pump. Upon removal of the outflow graft bend relief, the outflow graft appeared to be compressed due to having been pulled through the cut in the bend relief. Due to the outflow graft and bend relief having been manipulated and cut prior to device return, the state of the outflow graft during patient support was unable to be determined. Upon disassembly of the pump, examination of the blood contacting surfaces of (B)(6) revealed no evidence of developed depositions or thrombus formations. The device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas instructions for use (IFU) rev. C lists renal dysfunction as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section states, ¿verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight¿ under ¿attaching the sealed outflow graft¿. This section warns that ¿failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding¿. Section 6 ¿patient care and management¿, which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 1, ¿introduction¿ under ¿explanation of parameters¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 7, ¿alarms and troubleshooting¿ provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. Section 4 entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The hm ii lvas patient handbook (rev. C) is currently available. This document contains a section on ¿alarms and troubleshooting¿ which information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6)2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a computed tomography angiography (cta) was not performed due to poor renal function. An ofg (outflow graft) obstruction of some type was suspected based on log file analysis, low flow alarms and patient presentation (i.e. Low perfusion state).

Event description:
It was reported that the patient was transferred for concern of outflow graft obstruction in the presence of low flow alarms. A log file review was requested. The log file captured low flow events throughout the event history. There were no other unusual events recorded in the log file event history. It was reported that the patient continues to have low flow alarms. The speed was at 9000 rpm with a red banner showing '---' flow, pulsatility index 3.0, power 3.4w. Mean arterial pressure was 89 mmhg, cardiac index (ci) 1.4 l/min/m2. Echocardiogram was completed and the site was waiting on images as of (B)(6) 2021. Cta (computed tomography angiography) was ordered. Vad team requested repeat logfiles and the patient was up-listed for heart/kidney transplant. The log file contained low flow hazard alarms between (B)(6) 2021 7:25pm - (B)(6) 2021 5:36am. Following these events the calculated flow appears to have increased with no additional low flows recorded. It was reported that the patient was successfully transplanted (B)(6) 2021. Patient went back to the operating room (B)(6) 2021 to receive his renal transplant as well.